Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 1/22/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(4). Pharmacist is calling for a customer in store. Customer states truetrack meter running higher than normal. Pharmacist confirmed that customer is fine no symptoms of blood sugar running high. Customer refused assistant with meter operation or to be contacted.